Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of under delivery that led to high blood glucose level and the patient had to be hospitalised for three days in the intensive care unit. The symptoms reported at the time of hospitalization were shortness of breath. Patient's blood glucose level at time of event was 484 mg/dl. Patient was treated with pump and intravenous insulin drip. Patient also tested positive for ketones.reson for hospitalization was reported to be diabetic ketoacidosis. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.